Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have (1) bent grip, causing them to be misaligned and failed clipping tests. The offset at the tips was 0.84mm. The grips were not found to be cracked. Common causes of the failure mode severely-bent instrument grips-tips are attributed to use conditions, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments. Additional observation(s) related to customer complaint: the instrument was put in housing-system for clip test and failed. Root cause is attributed to bent-grips.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.